Manufacturer narrative:
Information obtained regarding the potential peritoneal breach is insufficient to determine the cause of the event. The instrument was evaluated and determined to exhibit some minor thread damage that did not affect functionality when the device was evaluated. It is not clear that this instrument was involved in the reported injury. Manufacturing review: review of the device history record notes no material nonconformances, manufacturing errors nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this event type. The instrument met acceptance criteria upon release. Labeling review "potential risks identified with the use of this system, which may require additional surgery, include..." "Neurological, vascular or visceral injury..."

Event description:
On (B)(6) 2017 a female patient (B)(6) underwent a procedure on l3 to l4 levels. In the initial surgery the implant was placed without issue but the surgeon believed he may have breached the peritoneum. As a result he opted to remove and replace the implant during a revision surgery on (B)(6) 2017. The cage was removed and replaced without further incident to the patient.